Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address loosening with associated pain. Records received from broadspire indicate that a small amount of necrotic tissue was found intraoperatively. The femoral head has been added to the complaint.